Manufacturer narrative:
The actual device was not returned to the manufacturer's plant for evaluation. Manufacturer's service personnel checked the actual suspected device unit at customer site on october 19th, 2016. El.en. Service personnel evaluated the device for calibration and performance of laser and accessories. The deka synchro replay 2.4.2 unit and relevant accessories were determined to be operating properly within their specifications. No failure detected (el.en.'s service report n° 2016/bate/934). The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure to properly use the device, contributed to the event. Concerning the nature of the patient's injury, the operator manual code om104f1-g1-h1-i1_i.v13 (actual revision shipped with the device) in section 9.2 'adverse effects', reports that blistering and scarring are forseeable side effects of the treatment. Blistering and scarring can be meant as an expected evolution of a burn. No failure detected in the actual device evaluated. Device working within specs. Based on that, no remedial actions are required. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
(B)(6) sales agent for (B)(6) mr. (B)(6) noticed us about an adverse event he recently became aware of. Involved device is deka synchro replay 2.4.2 model number m104g1, s/n (B)(4), manufactured by el.en. Electronic engineering (B)(4). The actual date of the event is the (B)(6) 2016 and el.en. (B)(4) became aware of the event on september 30th, 2016. Event took place in the (B)(4). Our product manager contacted the customer and informed us that one deka synchro replay 2.4.2 was involved in a laser treatment for face har-removal on patient who developed a burn on cheek. Patient was treated after the treatment with connettivina plus. The physician visited recently the patient for the treatment of the burn and reported that the burn is healing well (at the time of the communication, approximately 12 days after the adverse event, the patient have only some redness on the burned area). We, the manufacturer of the device deka synchro replay 2.4.2, which is similar to deka synchro replay premium/excellium manufactured by the company and marketed in the us territory, according to 21 cfr 803.50 submitted to FDA an own initial 30 days MDR report. This event is reportable to FDA due to the fact that the injury (burn) to patient falls under the definition of 'serious injury' because it required a medical intervention.